Manufacturer narrative:
Evaluation results: other - device history review found the product met specifications when release for distribution. Analysis: the valve was received in tan formalin solution in a small specimen container enclosed in a small biohazard bag in an explant kit. Valve was received as a modified sub coronary. Most of the sewing ring and adjacent tissue appears to have been cut, torn and/or removed during explant making it difficult to thoroughly observe the valve. All leaflets are slightly stiff but flexible. The non-coronary cusp is intact. A large tear and abrasions are noted in the left cusp along the margin of attachment adjacent to the belly. Remnants of glistening off white pannus remain attached to the existing inflow of the sewing ring and tissue extending slightly into all inferior coaptive areas and approximately 1 mm onto all cusps along the margin of attachment. Pannus appears to have possibly extended onto the outflow of the left cusp adjacent to the large tear along the margin of attachment and removed during explant. An unknown amount of pannus appears to have been removed on the inflow and outflow. Radiography shows no evidence of mineralization in the valve or host tissue. Conclusion: due to the condition in which the valve was received, analysis was unable to determine root cause for the observed hole in the leaflet. Medtronic continues to monitor field performance to detect similar events. No trends have been observed at this time. The device was replaced without reported patient complication.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to a hole in the leaflet. The valve had been in service for approximately 2 years. It was reported that the patient had left the hospital in 2007 with a fever, and that the patient had a fever at explant. Upon explant, a large hole was observed in the belly of one of the cusps. The hospital was going to obtain cultures on the valve. The device was replaced with no reported adverse patient effects. The result of the hospital cultures are not known at this time.